Event description:
It was reported that a user's leg was allegedly caught between the oxygen tank and brake while attempting to unlock the brakes. It was reported that the user was injured, but no further details have been provided.